Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic inguinal hernia repair. Gauze was inserted through the trocar. When it was removed through the trocar, the valve flipped outwards. The blue valve came off the trocar. It did not disengage into the patient cavity. To correct the issue, another device was used. No patient injury or extension in surgical time. Patient status is alive, no injury. .

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one dissector. The visual inspection of the returned product noted; the envelope seal was disengaged from the trocar. The circular seal lock collar, obturator, dissector and trocar balloon appeared intact. Pmv performed functional testing; the dissector and trocar balloons were inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Replication of the envelope seal being disengaged may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.